Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin. The customer's blood glucose level was 150 mg/dl. It was confirmed that the customer has insulin pens available for alternate insulin therapy.